Event description:
It was reported that customer noticed that the rubber bung on the end of the PICC lines has changed (where the guidewire goes through). Not only does the guidewire now move more easily, we have had several instances where on aspiration we just get air and when flushing the saline squirts straight out of the bung. This is not ideal and is a safety risk to our patients. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that customer noticed that the rubber bung on the end of the PICC lines has changed (where the guidewire goes through). Not only does the guidewire now move more easily, we have had several instances where on aspiration we just get air and when flushing the saline squirts straight out of the bung. This is not ideal and is a safety risk to our patients. It was reported this occurred with three devices. This report addresses the second device.